Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00682. It was reported that when the patient presented on transmission, episodes from the device indicated that the patient was in ventricular fibrillation and received a shock that failed to convert the patient's rhythm. Intermittent undersensing was observed on the discrimination channel which later caused it to turn passive. The patient remained in ventricular fibrillation but the device did not deliver anymore shocks because it categorized the rhythm as normal sinus rhythm. A slow paced rhythm was observed on electrogram following the incident. The patient passed away, but it is unclear what the cause of death was.